Event description:
The surgeon attempted to implant an aa4203tl silicone lens. The lens stuck in the cartridge and was noticed right before insertion into the eye due to the plunger over riding the lens. No patient contact or injury.